Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive. The reporter denied moisture and trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the keypad was observed to be peeling at the contrast button. The ok button had an intermittent response. The up, down, and contrast buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. A crack along the battery compartment extending from the threads to the case seal was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.